Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the device would not fire. There was no pt consequence. A new device was used to complete the case.